Manufacturer narrative:
Lot/serial number was not provided by the customer; therefore, only a partial UDI is known an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) architect b-hcg result. The customer provided the following data: (B)(6) 2017: sid (B)(6) : 641 iu/ml ((B)(6)). (B)(6) 2017 (new specimen): <2 (negative). There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, an instrument log review, a search for similar complaints, a batch record review and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. Review of the instrument logs did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Tracking and trending did not identify an adverse trend for the lot in question. No issues were identified which would indicate a product deficiency from the batch record review. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect total b-hcg reagent, list 07k78, lot 67146ui00, was identified. The lot number was provided on 06/20/2017.